Event description:
Reportedly, this ICD patient passed away on (B)(6) 2012. According to physician who interrogated device memories post-mortem, ventricular arrhythmia occurred on (B)(6) 2012 and could have been terminated with more suitable device settings. Therefore, an analysis is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.